Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a prostar xl after an interventional procedure. Reportedly, after needle deployment not all the sutures were present. A second prostar xl was used to achieve hemostasis. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.